Event description:
The customer reported to olympus that during handling of the subject device, damage to the cable was caused by excessive force when disconnecting the cable unit. The device was used successfully during an unknown procedure. Customer confirmed there was no impact to the procedure or patient. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: no image this report is being submitted for the malfunction found during evaluation (no image).

Manufacturer narrative:
The device was returned to olympus, testing and inspection found: the customer¿s complaint (damaged and torn off cable) was confirmed, they discovered a defective cable which caused a malfunctioning image. The device did not pass the water tightness test. This complaint was most likely caused by customer mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image and communication failure was due to a damaged cable. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.